Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 06-jun-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient's mother reported that both pumps alarmed pump error, and that troubleshooting was unsuccessful. No interruption to therapy or adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6)) show that pump error alarms were generated between 18 days and 1 day before the date of the complaint. Logs from remote (B)(6) (paired with pump (B)(6)) show that pump error alarms were generated on the date of the complaint. During investigation, successful test deliveries on both systems were performed with no abnormal behavior exhibited. Upon disassembly of the pumps, evidence of fluid ingress was observed to be the cause of the alarms in both systems. The cause of the fluid ingress cannot be determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.